Manufacturer narrative:
The device was received and inspected at the manufacturing site. The results of the inspection showed a severely bent rod tip where the softip would reside. The damage appears to have been caused from the part being dropped while the rod was in an extended position. This type of damage could have caused the softip to dislodge from the handpiece tip as the rod was being retracted after delivery of the intraocular lens. There is no evidence to suggest the handpiece was damaged prior to shipping and the damage appears to be the result of mishandling by the end user. While we were unable to definitively determine the cause of this damage our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that during insertion of the intraocular lens (iol) with the implantation system the sof tip silicone sheath disengaged from the tip of the handpiece rod and remained in the patient's anterior chamber. The incision was enlarged and the blue tip was manually removed without further complication.